Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. On the same day the patient inserted the sensor, he removed it from his arm as it failed during warm-up and noticed that the sensor wire was missing from the underside of the transmitter holder. The next morning, the patient realized that the wire was stuck in his arm as he could feel it beneath his skin. The patient visited his diabetologist later that morning and went to the surgical clinic where he underwent a surgical procedure using anesthesia to remove the sensor wire from his arm. The patient was doing fine at the time of contact later that day. No product was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause was not determined. No additional patient or event information is available.